Event description:
During a 4 level lumbar fusion, which was performed posteriorly, the surgeon trialled for implant size at the l5-s1 level using a 15mm trial and the device dislodged from the handle. The surgeon attempted to remove the trial and was unsuccessful. The trial was left inside the patient after unsuccessful attempts were made to retrieve the trial which caused a 45 minute delay. It was reported that the trial was buttressed with a final implant. There was no reported injury to the patient even with the 45 minute surgical delay.

Manufacturer narrative:
D8: the implanted instrument is made of surgical grade stainless steel which is not implantable. The instrument had been reprocessed as per protocol documented in the product insert for instruments. The adverse event is considered to be associated with user error and product malfunction. The trial was inserted for determining proper sizing. After insertion, the trial was used improperly as a distractor which put enough stress on the device to cause it to break. The surgeon reportedly made several attempts to remove the trail head, but because of its smooth design, the attempts were unsuccessful. There was reportedly a 45 minute surgical delay. An article review was performed and revealed that all spinal cages that have been developed are made to assure that the product has the ability to secure to the bone via teeth or grooves on the implant. The implants are also hollow to allow the fusion to encompass the device and grow through the implant for a more solid fusion. Since the trial is a smooth solid piece, there is the potential for migration of the device and failure to fuse. The materials that the instrument are made of are of surgical grade, but not implantable grade which could lead to either an allergic reaction due to the nickel content or other potential adverse events due to the metal ion release. The potential adverse events could lead to revision surgery.